Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A viperwire guide wire was selected for treatment of a chronic total occlusion (cto) lesion from the superior femoral artery (sfa) to the common femoral artery (cfa) via popliteal access. After the cto lesion was crossed, a support catheter was placed, and wire exchange was performed. The support catheter moved backwards into the cto, but the physician was not aware of this at the time. Therefore, when the viperwire was advanced through the support catheter, the wire entered the subintimal space and prolapsed. When the viperwire was then retracted, the spring tip fractured. Several attempts to snare the fragment were unsuccessful due to its position in the subintima. In order to avoid compromising the vessel, the physician abandoned the attempts to snare the fragment and continued the procedure with a different viperwire. Atherectomy, angioplasty, and stent placement were carried out as originally planned, and the physician was satisfied with the result. The patient was well following the procedure. The physician stated that he may have encountered the same issue with any wire considering the amount of calcium that was in the subintimal space.